Event description:
It was reported that the user replaced a libre 3 plus sensor early due to expected travel and received a pairing failed alert, after which the pairing process appeared to continue and the issue resolved. Symptoms included no adverse clinical effects. Outcomes included no impact on health or hospitalization. Investigation included troubleshooting and education provided remotely regarding sensor pairing. Investigation of this case revealed a transient connectivity issue during sensor pairing with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication interruption during pairing.